Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "after centrifuging, in majority of tubes, presence of clots were detected by the analyzer. By appearance, serum is clear and no fibrin clots or cells were observed on physical examination. However, on close observation small speckles were found in the serum."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Retention testing was unable to be performed due to the tubes being past their expiration. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel globules. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: "after centrifuging, in majority of tubes, presence of clots were detected by the analyzer. By appearance, serum is clear and no fibrin clots or cells were observed on physical examination. However, on close observation small speckles were found in the serum."